Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the black stripe tubing through pinch valve pv37. The fse replaced the tubing to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 20 mls of blue liquid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The operator was wearing gloves, personal eye protection, and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.